Manufacturer narrative:
Isi received the instrument involved with this complaint and completed investigations. Failure analysis confirmed the customer reported complaint that an "orange plastic piece from the tip of instrument fell." The instrument was found to have a broken tube extension at the distal end. The broken piece was not returned and measured roughly 0.308¿ x 0.372¿ in size. The known common cause of this failure is due to mishandling/misuse. In a fragment-causing failure (such as a cable failure, a crimp separating from a cable, etc) for the mcs instrument, the mcs tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. The instrument & accessory user manual states: ¿always have a backup instrument available to complete the surgical procedure in case of instrument failure.¿ the site¿s system logs with a procedure date of 09-may-2018 were reviewed. No related system errors were found to have occurred during the surgical procedure. Isi has attempted to contact the site to obtain additional information regarding the reported event. However, as of the date of this report, no additional information has been obtained. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the mcs instrument allegedly broke off, fell inside the patient, and was not retrieved. However, at this time, the location of the instrument fragment is unknown and it is unclear if the missing instrument fragment actually fell inside the patient and was retained inside the patient. There is no evidence that a malfunction of the mcs instrument occurred. The instrument damage found during the evaluation of the device can be attributed to user mishandling/misuse.

Event description:
It was reported that during the da vinci-assisted surgical procedure, an orange plastic piece from the tip of the monopolar curved scissors (mcs) instrument allegedly broke off, fell inside the patient, and was not retrieved. The surgical procedure was completed robotically. On 06-jun-2018, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event from the site¿s robotics coordinator: the robotics coordinator was not present during the surgical procedure which was not recorded on video. The instrument damage was first noticed when the surgeon was cauterizing the vaginal cuff. However, on the contrary, the robotics coordinator also indicated that the instrument damage was not identified while the instrument was installed and inside the patient. The surgical staff did not actually witness a fragment from the mcs instrument fall inside the patient. The surgical staff reportedly noticed the instrument damage after the mcs instrument was uninstalled and removed from the patient. According to the robotics coordinator, the mcs tip cover accessory was installed correctly and did not appear to be damaged. The mcs tip cover accessory is not available for return to isi for evaluation. The surgical staff did not feel any resistance while attempting to remove the mcs instrument through the cannula.